Manufacturer narrative:
(B)(4). Account reported that event occurred the week of (B)(6) 2015 therefore (B)(6) 2015 was used as best estimate for date of event. Field service visited account and checked the system thoroughly for power, bubble threshold, bubble flatness, patient interface, vacuum, and all the results were in specification according to amo specifications. He did some extra cleaning inside and out due to some lint accumulation in and on the system. All pertinent information available to abbott medical optics has been submitted.

Event description:
Surgeon reported a patient experienced capsular rupture. This is case 3 of 3.

Manufacturer narrative:
A review of the records related to this equipment shows no failure detected. A document labeling, trending and risk documentation reviews for this equipment were performed. Equipment labeling provides possible complications that can be caused by the surgical/treatment procedure being performed. The review of the device history record (DHR) for catalys system (s/n (B)(4)) showed that there were no issues or non-conformities. The system and its components met all specifications prior to being released. As a result, manufacturing has been ruled out as a potential cause for the reported issue. The trend review shows that there is not a recognizable adverse trend. There was no product deficiency identified.

Manufacturer narrative:
Manufacturing site reported that the correct manufacturing date for sn (B)(4) is 07/18/2014 and not 08/26/2014 as provided in the initial report.